Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pump collapse/dimpling/not refilling after being pressed as a result of fluid loss. During the revision procedure the physician observed frayed tubing. The ipp cylinder and pump was explanted.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegations of dimpled pump was unable to be confirmed through analysis. Technical analysis: the pump, cylinders, and reservoir was returned for analysis to our post market quality assurance laboratory. Visual of the pump and kink resistant tubing (krt) examination identified the krt was worn down to the filament. The pump was functionally tested and no component malfunctions were identified. Visual examination of the cylinders identified wear at a fold in the cylinder body. The cylinders were functionally tested with no malfunctions identified. Visual inspection of the reservoir identified a hole and fatigue at the corner of a fold resulting in fluid loss. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: an investigation conclusion code of no problem detected was chosen, as product investigation identified device malfunction with the returned reservoir.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pump collapse/dimpling/not refilling after being pressed as a result of fluid loss. During the revision procedure the physician observed frayed tubing. The ipp cylinder and pump was explanted.